Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: " loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. "

Manufacturer narrative:
Product was returned with the tray taper fractured off exhibiting similar condition as a product subjected to an in vivo biomechanical overload. No information presented suggests product left biomet non-conforming to design specifications. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states " fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Event description:
It was reported that patient underwent total shoulder arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2014 due to a fractured humeral tray from a comprehensive reverse shoulder. Patient was noted to be a heavy laborer and used the product extensively. The fractured tray could not be removed from the stem, so it was revised as well.